Event description:
It was reported that the pin on the blade mount assembly of the item broke. There was no pt involvement and no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.